Manufacturer narrative:
The impella cp has not been returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right femoral for cardiomyopathy. The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that the patient experienced bleeding at impella access site. As a result, blood products were administered, amount unknown. No further information was provided.